Manufacturer narrative:
The information provided in common name & product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08715 inches. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s wife reported via phone call that the customer was experiencing high blood glucose. The customer¿s blood glucose level during the incident was 490 mg/dl. The customer¿s current blood glucose level was 579 mg/dl. The customer treated with the insulin pump and manual injections. Troubleshooting was performed. The insulin pump did not pass the high-pressure test. The device was returned for analysis.